Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a3; b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The reported is confirmed through evaluation of the returned device. Visual examination of the returned products identified the device shows signs of use as well as wear and tear. The base plate has scratches and dents from striking. The handle and shaft of the device has scratches and knicks from use as well. The complaint states that the tip fractured but the device was returned without the tip. Measured features of the handle to confirm the impactor is conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. It was reported that the 3-1 impactor fractured during impaction of the glenosphere. Per the surgical technique, under section humeral tray and bearing assembly "with two firm strikes of the humeral tray/ bearing impactor (405825 or 110028055), impact the humeral bearing into the humeral tray". As noted in the surgical technique, the listed part numbers are intended to be used for the glenosphere impaction 407280 or 110029132. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the impactor fractured when impacting the glenosphere while following the correct surgical procedure. The process of impacting the glenosphere was completed to the surgeon's satisfaction with the instrument. However, it was broken in the process. No broken pieces fell into the patient. And the patient has not experienced any harm due to the event. It was reported that no further information is available.